Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports a sensor error and low blood glucose level. Customer blood glucose level was 49 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.